Event description:
Customer called reporting a button error on her insulin pump. Customer's blood glucose is 386 mg/dl. The device alarmed button error and customer cleared the alarm. When she went to program a bolus, the buttons were unresponsive. The device alarmed button error shortly after. Customer said she was in knee high water in a lake, but the device was not exposed to water. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted on the electronics. The insulin pump had minor scratches on the display window, a cracked belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube.